Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Event description:
Consumer alleges humidifier melted the bottom of the unit and caused property damage to night stand and carpet.

Manufacturer narrative:
Consumer has not returned.

Event description:
Consumer alleges humidifier melted the bottom of the unit and caused property damage to night stand and carpet.